Event description:
It was reported that guidewire detachment occurred. A comet ii pressure guidewire was used for a procedure. The guidewire looped in the aorta and created a knot. The physician tried to remove the wire, but the knot caused the wire to fracture. The radiopaque portion of the wire was detached and remained in the body. A snare was inserted to remove the detached portion. A type b dissection was noticed in the proximal rca which the physician believes was caused by the guide catheter. A stent was inserted to cover the dissection. No patient complications were reported, the patient recovered and was discharged on the same day.